Manufacturer narrative:
Additional narrative: part: 357.133 lot: l849474 manufacturing site: hagendorf supplier: n/a release to warehouse date: (B)(6), 2018 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device extraction scr for ti fem & tib nail (product code: 357.133, lot number: l849474) was returned to customer quality (cq) west chester for investigation. The driving tip of the extraction screw was found stripped. A smaller part of the screw was deformed due to severe damage. Device/defect identified: yes document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Extraktionsschraube, se_580137 rev d (current) and rev b (manufactured) general tolerance, se_022863 rev af dimensional inspection: diameter of shaft: measured dimension, conforming measuring device used: caliper complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the extraction screw was stripped and deformed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, upon inspecting the extraction screw, it was noticed that the nail extractor had been damaged in the previous day nail removal. The sterile processing department is going to replace this extractor. There were no complaints or adverse events and the extractor functioned properly. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report involves one (1) extraction screw for ti femoral and tibial nails. This is report 1 of 1 for pc-(B)(4). This product complaint, pc-(B)(4), is related to pc-(B)(4).